Event description:
It was reported that the ilet pump screen became unresponsive while the device was on the charger, preventing unlock and meal announcement; the patient noted a small crack on the side of the screen, and attempts to restart and update via the mobile app did not restore function, consistent with a device touchscreen/display malfunction affecting insulin delivery reliability. Symptoms included none reported. Outcomes included interruption of insulin delivery workflow and the need for backup therapy to maintain glycemic management. Investigation included technical support troubleshooting and remote restart/update guidance. Investigation of this case revealed a persistent unresponsive screen with visible physical damage and failure to recover function after software actions. It was concluded that the device experienced a malfunction of the display/touch interface, rendering it unsuitable for reliable use and necessitating replacement and shutdown pending backup therapy.